Event description:
Report received indicated that two stents of the same catalog number appeared to be different lengths post procedure. During the percutaneous transluminal angioplasty the stent was inadvertently placed too proximal to the lesion subsequently not covering the entire lesion. Consequently a second stent was placed without difficulties covering the rest of the intended site. However, post implantation radiographs were performed showing the two stents of the same catalog number appearing different lengths post procedure. The reporter is unable to clarify, which stent appears shorter or longer than the other one. These products will not be return for evaluation and testing. However, a cd was received for evaluation and will be review. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni